Manufacturer narrative:
Concomitant medical products:¿ product ID 97745 ,lot# serial# (B)(4), implanted: explanted: product type programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt stated initially in the call that "it just doesn't work work anymore" pt clarified the controller doesn't work since 3-4 weeks ago pt clarified further that she is not getting pain relief - pt stated her controller does turn on but she cannot connect to the ins. Pt stated she charged her ins today to 100% pt tried to connect to the ins with the controller with pss on the line and she kept getting" reposition recharger if connected" message. Pt did try to position the controller closer to the ins but the message did not change. Pt plugged the rtm cord in and pss tried to walk pt through passive recharge mode but the screen would not show passive recharge mode after pt pressed "recharge" pt reset the controller battery. The controller powered up while connected to ac power w/o the li battery pt put the li battery in and stated the green light is flashing. Pt tried to connect to the ins but got "reposition recharger" message again. Pt verified the rtm cord does not have any visible damage. Pt was disconnected when she tried to reconnect the rtm cord. The issue was not resolved. Pss left a vm for pt to call back to continue trouble shooting with the rtm cord. Pt called back and stated that she is connected and her ins battery is 0%. Pt stated she is charging her ins every night and her ins battery does not last. Pt repeated that she is not getting therapy benefit. Pss suggested that pt consult with a field rep about programming adjustment. Pt verified her hcp on file is current. Pss is sending a message to the local field reps about pt call.

Event description:
Patient reported after speaking with 2 reps, it was concluded that patient needed to be reprogrammed. Patient had appointment scheduled for (B)(6) .

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) , implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back stating they are still having issues with the equipment and were told by the previous agent they spoke with that they would get a replacement recharger or get set up for an appointment. Agent reviewed with caller we do not set up appointments for pts and reps. Reviewed role of rep and redirected to hcp. Caller confirmed hcp is dr an do. Agent offered to troubleshoot equipment issues. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 90 percent and implant is red/low- battery empty (81). Caller confirmed in sitting position leaning against paddle in recliner which has always worked for them. Caller then connected recharger and confirmed charging excellent. Agent reviewed withcaller everything appears to be working as intended and instructed to monitor the issue. Agent offered to call back in ~ one hour to check implant has charged up. Caller confirmed that the controller is now 60 percent and implant is 40 percent. Caller repeated information regarding they are not getting pain relief from the therapy.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.